Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 40 mg/dl, 47 mg/dl, had juice and blood glucose was 86 mg/dl and 128 mg/dl. Customer was treated with food and glucose tablets for low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they used auto mode. Customer did not allege insulin pump was over delivering. Customer would not like to continue troubleshooting. Customer did receive a calibration not accepted alert. The devices will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08715 inches. Set the basal set to .375 units/hour total 9 units a day. Device was programmed with a test guardian 3 link and a test plug. Device communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test values properly and displayed correctly on the display graph. Device entered auto mode without calibration or enter blood glucose errors. Device was monitored for three days while connected to the test sensor and plug. No auto mode anomaly noted during testing. Download the pump to carelink web and auto basal or basal amount (per day) is included in the carelink report statistics section properly.